Event description:
The customer reported that the system displayed multiple error messages and would not produce fluoroscopic x-ray. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The filament driver and generator driver boards were replaced. The system was then found to be operating as intended.